Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 120 mg/dl while wearing the pod. After removing the blue cap off of the pod during pod activation, the pod was emitting a continuous beeping sound. The alarm or error notification in the device history was not found within this timeframe. The pod was still worn and it was shown on the pod controller that it activated successfully. The pod worked for a day but it was noticed that the cannula was no longer visible.